Manufacturer narrative:
A ge service rep performed an over the phone investigation. A replacement power control board was sent to the customer. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.